Event description:
Using merit medical medallion syringe upn h656k01600810 with 25 gauge needle to anesthetize skin over groin prior to starting a cardiac catheterization. The syringe is slippery when wet and the operator's fingers slipped off the plunger propelling the needle into the operator's contralateral index finger.